Manufacturer narrative:
(B)(4). Review of the device logs did not confirm the rite functional test failing. The internal and external inspection of the device found no issues. Also, the device had passed the specifications for manual temperature test and for the returned instrument test/evaluation (rite) electrical safety analyzer test. However, the device had failed evaluation (rite) functional testing due to failed therapy monitored volume. As a result, it had failed a manual volumetric accuracy test. During the inspection of the door piston, insufficient amount of copper mesh was found. As a result, the cause for the rite functional test failing was determined to be an insufficient amount of copper mesh. The device was sent for servicing where the door piston was discarded. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a hc machine failed the returned instrument test/evaluation (rite) functional testing due to therapy monitored volume fail performance specification. Device failed during evaluation; therefore, no patient involved. Additional information is not available.